Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted and calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had blurry images and the collimator iris was too large. No pt injury was reported.